Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. (B)(4).

Event description:
An optometrist reported that with two eye treatments, incomplete cuts were performed. The last third of the flap cut was not performed properly. The flap could not be opened and the treatment was abrogated. The patient bed could not be adjusted and it is unknown whether this could be why the cut was incomplete.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. According to technical onsite visit, no technical root cause was identified as the product was found to be within specifications. There is no indication for a product problem which (might have) caused or contributed the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. This file represents one patient who resulted with incomplete cuts. There are two related reports for this facility. This report addresses one patient and another manufacturer report will be filed for the fellow patient.